Event description:
A customer notified biomerieux of a mis-identification when using the vitek® 2 gram negative ID test kit. The vitek® 2 test kit identified the organism as aeromonas sobria. Confirmatory testing identified te organism as e. Coli. When specifically asked the customer noted no injury or death happened as a result of this incident. The customer did indicate a delay in results of greater than 24 hours as a result of this event. An investigation has been initiated by biomerieux to investigate this event.

Manufacturer narrative:
An investigation into a mis-identification event while using the vitek 2 gn ID test kit was performed. The customer reported that a misidentification of the strain escherichia coli as aeromonas sobria obtained with gn card. The customer submitted the patient sample for investigative testing. The sample was tested using the vitek ms instrument and identified the organism as e. Coli. The organism was subcultured on cba media and tested on 2 gn cards: customer lot 241376840 (cl) and a random lot 241377310 (rl). The results between the lots were compared. A low discrimination between e.coli/e.coli 0.157/vibrio cholera was obtained on the customer lot; however, the oxydase test was negative so, in favor of e.coli. Nevertheless, the customer misidentification to the species aeromonas sobria was duplicated on the random lot. The biochemical profile of the isolate was analyzed and it was determined to be atypical. Based on the results of the investigation, the product is operating within specifications.